Event description:
Account alleged that the head will drift with weight and it is mechanical.

Manufacturer narrative:
Technician asked account to look and see if the screw is turning. If it is then take apart the brake and degrease it. If not turning look at the CPR mechanism. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.